Event description:
It was reported that during a low anterior resection procedure, the device did not cut 1/3 of the cut line, and it could not be removed from the tissue. Another like device was used to complete the case. There was no pt consequence.